Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported. Device 2 is being reported under MDR-2247858-2022-00141, and device 3 is being reported under MDR-2247858-2022-00142.

Event description:
Intraoperative 1a endoleak, resolved with intraoperative proximal ballooning. Relatedness to device: related. Relatedness to procedure: related. Relatedness to pre-existing condition: not related. Patient outcome - "action taken: medical or surgical procedure carried out - intraoperative proximal ballooning. Outcome: recovered without sequelae on 02 august 2022."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00140, device 2 is being reported under MDR-2247858-2022-00141, and device 3 is being reported under MDR-2247858-2022-00142.

Event description:
Intraoperative 1a endoleak, resolved with intraoperative proximal ballooning. Relatedness to device: related, relatedness to procedure: related, relatedness to pre-existing condition: not related. Patient outcome - "action taken: medical or surgical procedure carried out - intraoperative proximal ballooning. Outcome: recovered without sequalae on (B)(6) 2022."